Event description:
During the implant procedure, no evidence of pacemaker func- tion was seen on the monitor for about one minute. When the wand was placed over the device, immediate p-wave tracking with one-to-one ventricular capture at 80 ppm was seen. After wand removal, lead analysis and reconnection, no pacer function was seen. The patient was in complete heart block with an atrial rate of 80 bpm and a ventricular rate of 40 bpm. Therefore, a new generator was placed.